Manufacturer narrative:
The failure investigation has been completed and the alleged cgm error issue was verified while based on the analysis, the alleged settings issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the pump was reset, the customer corrected the time and resumed insulin therapy. There was no reported adverse impact to the customer.